Manufacturer narrative:
The device has not been received. If the device is returned, a supplemental report will be submitted.

Event description:
The customer reported that primary plum tm set was leaking chemotherapy (taxol) by the filter. It was further added that the tubing was changed but the leak was still present. There was patient involvement, no adverse event, no need for medical intervention and there was a delay in critical therapy, but there was no patient harm that resulted due to the incident.

Manufacturer narrative:
The device was not returned. A batch record review was performed and there were no issues found.